Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had dim screen partial display. The customer¿s blood glucose level was 150 to 300mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had missing segments/partial display, problem isolated to lcd board. Unable to perform self test and displacement test due to missing segment/partial display.